Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-8305 console started working shaver and then stopped. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
(Device not returned) the most likely cause for the reported event is a defective power supply. This was attributed to wear and tear.